Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a herniated cylinder. The device was explanted, and no patient complications were reported.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.